Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller, who was the customer's father, with resetting the pump. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if the issue happened again. The father acknowledged and understood the instructions.